Event description:
It was reported to olympus that there was no image displayed on the video processor. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no picture" was caused by a lock failure on video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during therapeutic procedure. The procedure was able to be completed.